Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power the hc machine. The tsr advised the hp that therapy has ended and would need to start over with new supplies or complete therapy with manual supplies. The hp would use manual supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the home patient (h) stated that after starting over with new supplies no further issues were found. The hp stated this was an isolated event. The hp stated they did not develop any adverse reactions or need any medical intervention.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. Set was placed on machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection (cavity 1l). The complaint could not be confirmed in the lab. The batch review was performed on potentially associated lot (h11d04084) with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the sample has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.